Event description:
Technician alleged that there is no ground reading on the bed. No patient impact.

Manufacturer narrative:
The technician found the ground portion was broken inside the power cord plug. The technician replaced the power cord plug to resolve the issue.